Event description:
During placement of a tesio dialysis catheter, the peel-away introducer tore and separated resulting in a portion of the introducer remaining in the patient's subclavian vein. The user felt the removal of the separated portion of the introducer could compromise the tesio catheter which was necessary for dialysis. St. Jude medical is attempting to determine if the separated fragment of the introducer has been removed from the patient. The patient status is unkown at this time.